Manufacturer narrative:
An event regarding joint instability and poly damage/wear involving a triathlon insert was reported. The instability event was not confirmed, however the damage to the insert was confirmed based on the photograph of the device provided. Method & results: device evaluation and results: no product was returned for evaluation however one photograph was provided. The photograph shows a recently explanted insert with blood on the surface. There is damage/wear on the posterior aspect of the bearing surface on one compartment only. The locking wire is detached from the insert. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: no product was returned for evaluation however one photograph was provided. The photograph shows a recently explanted insert with blood on the surface. There is damage/wear on the posterior aspect of the bearing surface on one compartment only. The locking wire is detached from the insert. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including device evaluation, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right knee was revised due to instability. Intra-operatively, the poly was found to be noticeably damaged on the right side most posterior aspect of the device. Patient's 11 mm cr insert was revised to a 16 mm insert.